Manufacturer narrative:
The patient underwent placement of a trapease vena cava filter. Prior to (B)(6) 2015, the filter subsequently malfunctioned and caused great bodily harm to the decedent, causing pulmonary emboli. As direct and proximate results of the filter malfunction, the decedent suffered fatal injuries, damages, and untimely death. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The reported pulmonary embolism could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff is the surviving spouse of the decedent. The plaintiff brings this case in her individual capacity and as successor in interest of and executrix for the decedent. The decedent underwent placement of defendants' trapease vena cava filter. Prior to (B)(6) 2015, the filter subsequently malfunctioned and caused great bodily harm to the decedent, causing pulmonary emboli. As direct and proximate results of the filter malfunction, the decedent suffered fatal injuries, damages, and untimely death.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). According to the medical records, the patient was initially admitted to the hospital for acute respiratory failure and sepsis. While in the hospital the patient was diagnosed with encephalopathy, coronary artery disease, type ii diabetes mellitus, aortic aneurysm, acute diastolic heart failure, pulmonary emboli (pe), pneumonia, compression fracture of l1 lumbar, dementia and back pain. The cause of death according to the death certificate was listed as chronic respiratory failure. The conditions leading to the cause of death are listed as pe and sleep apnea. A review of the manufacturing documentation associated with this lot (17154296) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused great bodily harm to the patient, causing pulmonary emboli (pe). As direct and proximate results of the filter malfunction, the patient suffered fatal injuries, damages, and untimely death. The following additional information received per the patient profile from (ppf) indicates that the patient had blood clots, clotting and occlusion of the inferior vena cava (ivc). Per the medical records, the patient was initially admitted to the hospital for acute respiratory failure and sepsis. While in the hospital the patient was diagnosed with encephalopathy, coronary artery disease, type ii diabetes mellitus, aortic aneurysm, acute diastolic heart failure, pulmonary emboli (pe), pneumonia, compression fracture of l1 lumbar and back pain. The cause of death per the death certificate was listed as chronic respiratory failure. The conditions leading to the cause of death are listed as pe and sleep apnea. The product was not returned for analysis as it remains implanted. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported event. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, pe and occlusive thrombosis within the filter do not represent device malfunctions. The underlying patient coagulopathy may have contributed to the blood clot related issues that were reported. Clinical factors that may have influenced the events include patient comorbidities, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.